Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported type 1a endoleak. Additionally there was evidence to reasonably support the following observations; three days post implant patient was readmitted to the hospital with hypotension due to the hypovolemia, anemia, shock and acute renal failure. The clinical assessment was based on adequate medical records and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event device was not returned for further evaluation. Potential contributing factors to the reported event include; patient anatomy and the use of antiplatelet therapy. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, two limb extensions, and two infrarenal aortic extensions on (B)(6) 2009. On (B)(6) 2009 the patient was readmitted to the hospital for hypovolemia, hypotension, anemia, acute renal failure and received medical management for treatment. Patient was stable after treatment. Upon follow up, 07/06/2016, the physician identified aneurysm sac growth with no evidence of a leak. Physician indicated the patient had possible lumbar arteries contributing to the sac growth, the patient was asymptomatic and in stable condition. On (B)(6) 2016 the physician diagnosed the patient with a type 1a endoleak, the patient is still stable and a secondary intervention has not been planned or scheduled.